Event description:
It was reported by service report that the head end of power pro cot safety wheel bar bent and was broken. Metal above one of the wheels was bent to the side and broke loose. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: safety bar and wheel.